Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify that the shuttle transducer was out of calibration. In order to correct the issue, the stm calibrated all transducers and then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a "maintenance required code#3" message. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.